Manufacturer narrative:
Concomitant medical devices: product ID: 8598, serial#: (B)(4) implanted: (B)(6) 2006, product type: catheter. Product ID: 8596, serial#: (B)(4) , implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8598, serial/lot #: (B)(4), ubd: 21-sep-2007, UDI#: (B)(4); product ID: 8596, serial/lot #: (B)(4), ubd: 28-feb-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that for the last three refills, starting in (B)(6), they have seen volume discrepancies. Today they were expected to get 24 cc out of the pump and got 40. It was noted that during a roller study the catheter was unable to aspirated from. The caller stated that the hcp wanted to replace the pump.

Event description:
Additional information received indicated that the device was explanted.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H10: interrogation of the pump indicated that the pump was used to deliver sufentanil 600.0 mcg/ml at 3.75 mcg/day, bupivacaine 25.0 mg/m at 0.156 mg/day, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the physician did a rotor study and believed the rotors to be turning clockwise. It was noted there was an abnormally large volume of fluid withdrawn at refill and even more than the amount that was filled at the last refill. The rep did not have the exact volume discrepancy information but knew that three times the volume had been more than what they expected. The cause of the volume discrepancies was not determined. It was also reported they did a dye study and still did not know. They were going to replace the entire system. It was noted actions taken to resolve included a rotor study and checked the skin to see if the patient was adding medication to the pump. They could not see any signs of accessing a port other than what the nurses did. The cause of the inability to aspirate the catheter was not able to be determined. The patient¿s weight was unknown. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the surgery to replace the entire system was scheduled for later this month (date not provided). No further complications were reported.

Manufacturer narrative:
H6. Device code: c63075 is also applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿failed lab dispense test ¿ above spec¿. H10 - corrected information: interrogation of the pump upon receipt indicated that it was delivering sufentanil (600.0 mcg/ml at 3.75 mcg/day), bupivacaine (25.0 mg/ml at 0.156 mg/day), clonidine (300.0 mcg/ml at 1.87 mcg/day), and baclofen (250.0 mcg/ml at 1.56 mcg/day). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.